Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented patient presented in-clinic for routine follow-up, dislodgement was noted on the right atrial(ra) lead. The dislodgement was confirmed via fluoroscopy. The right atrial (ra) lead was explanted and the port was plugged. No further intervention was planned. The patient was stable before, during and after the procedure.